Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 385 mg/dl while wearing the pod. The controller had stopped working completely and the pod was emitting a beeping sound. The patient reportedly received unspecified medicines as treatment but no specific details were provided. The patient was discharged on the same day. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.